Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse inspected the instrument and found ise calibration, the fse observed zero slopes across all the ise calibration results. The fse upon further troubleshooting determined both buffer valves were defective. The fse replaced both ise buffer valves to resolve the issue. Performed system verification successfully without further issues. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
The customer reported the au480 chemistry analyzer generated erroneous erratic patient results for na (sodium), k (potassium), and cl (chloride). The erroneous results were not reported outside the laboratory. The customer did not provide patient data or demographics. There was no report of change to treatment, injury, or death associated to this event.